Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screwdriver/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that while applying the 2.0mm cchs screw, the t6- screwdriver did not engage properly into the screw head recess, making it spin/skid and unable to rotate and move the screw forward. The screwdriver had to be pushed into the screw head very hard to get at least 1 or 2 screw rotations and then it skidded and never got back any engagement again. The t-6 screw driver tip might be broken or stripped. There was no instrument set available as the this case used up both 2.0 mm cchs sets because a screwdriver from the first set was not working prompting the surgeon to utilize the 2nd set which was originally intended for the 2nd patient. Therefore 2nd patient ended up with no instruments for the operation and had to be cancelled. Patient was still in the ward when the case was cancelled. This report is for one (1) unk - screwdriver. This is report 1 of 1 for complaint (B)(4).